Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. No analysis or conclusions can be made without the device.

Event description:
The covidien representative in france received a report from a customer that stated: "the internal cannula is turning freely inside the external cannula after a few days and comes out spontaneously of the external cannula." The patient required a non-routine replacement of the tube.